Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to corroded battery tube/battery tube spring. No blank display or battery out limit alarm noted. It had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display and battery out limit alarm after changing the battery. The blood glucose at the time of the incident was 264 mg/dl. She also reported receiving a failed battery test alarm. Blood glucose value was 256 mg/dl. During troubleshooting the customer stated that the battery compartment was corroded. The device was returned for analysis.